Event description:
Left implant moved to armpit and it looks like its rolling up as it migrates down my ribcage. The right implant ruptured and the silicon shell is not showing on mammogram or other tests. When I got the implants I had lots of complications too. I had one that was higher and muscle was treated with botox, seromas that would not heal, etc. I am now having problems effecting the nerves in my left hand due to the constantly moving position of the implant. I am really losing some of the best days of life because of the complications of this surgery. FDA safety report ID # (B)(4).